Manufacturer narrative:
(B)(4). This event occurred in (B)(6). (B)(6).

Event description:
The customer received questionable high crep2 creatinine plus ver.2 and co2-l bicarbonate liquid results for one patient sample. Of the data provided, only the results for creatinine were a reportable malfunction. The initial result was 3.53 mg/dl with a data flag and the repeat result from the same analyzer was 1.52 mg/dl with a data flag. The repeat result from another cobas 6000 c (501) module was 1.51 mg/dl. The erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The creatinine reagent lot number was 242159 with an expiration date of 31-jan-2018. The provided qc results were acceptable. The field service representative checked and cleaned the pipetting and washing units of the analyzer. No problems were found. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.